Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient daughter that they think that the patient leadless implantable pulse generator (ipg) was not functioning appropriately. The patient passed away. It was noted that all electronics had issues two minutes before the patient passed away and thought maybe wifi or the cable had affected the ipg and caused something to go wrong. Additional information related to the cause of death was requested and not received.